Event description:
A pt reported blood glucose results of "181 mg/dl, 101 mg/dl, and 98 mg/dl" with a lifescan meter, performed withih 10 minutes of each other. The meter and test strips were replaced.